Manufacturer narrative:
Concomitant medical products: 419378 lead, implanted: (B)(6) 2003; 4243 lead, implanted: (B)(6)1999. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) system was removed due to infection. A new system was implanted on the patient's opposite side. No further patient complications have been reported as a result of this event.